Event description:
When the stent protective cover was pulled off the stent (after the initial flushing of the device while still in the packaging loop) the stent came off the balloon with the protective cover.====================== manufacturer response for cobalt chromium coronary stent system, multilink vision======================I did not speak with the manufacturer but with our hospitals representative. He asked whether or not the item would be available to send to their company for review and I stated that he needed to go through our risk manager to obtain the device to send back.